Manufacturer narrative:
Corrected data: d4 lot number and h4 device manufacture date. Analysis: upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected and functionally tested; no visual abnormality was identified and no leaks were found. The pump did not pass activation testing. Based on the information available and analysis results, the clinical event of a non-functioning pump was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it did not work. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it did not work. No patient complications were reported.